Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified additional surgical intervention was undertaken on (B)(6) 2015, during the procedure the patient's existing lead was found to be broken in half. The physician disconnected the lead from the ipg, but did not explant the lead. The physician implanted two new leads in place of the old lead. The patient reported receiving effective stimulation therapy of all pain areas during postoperative programming.

Event description:
Follow-up identified the patient underwent a trial procedure to attempt to recapture trunk stimulation. The patient reportedly received effective leg stimulation during the trial. Additional surgical intervention is planned for a later date to add a permanent lead.

Event description:
It was reported the patient had lost scs stimulation therapy on his upper thoracic system. The patient stated he experienced a fall getting out of the shower approximately two weeks ago. A sjm representative met with the patient but was unable to resolve the issue with reprogramming of the patient's scs system. The patient's physician ordered x-ray imaging to further evaluate the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.